Event description:
The ventilator power supply was replaced by the manufacturer's service technician during service due a reported problem with function on ac power. The ventilator was not in use on a patient at the time of the reported problem therefore there was no patient involvement or harm. Factory failure analysis of the power supply revealed an open fuse which will cause a loss of ac power to the ventilator and shut down if it were to recur during use. If the ventilator were equipped with a backup battery, the ventilator will switch to backup battery and alarm and will continue ventilation.